Manufacturer narrative:
A product sample was returned for evaluation. Visual and functional testing were performed. The reported problem is not related to a previous repair. The tamper seal was found in tact. The outside of the pump appeared to be dirty with dried fluid marks on the pump housing and inside the bottom case. No alarms in error history log (ehl) were related to the reported problem. It was not possible to download the ehl due to error at download. Power up and power down processes were performed. There was a constant alarm at power up and power button was unresponsive when attempting to shut down. Corrosion was found on the interconnect board as a result of fluid ingression. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported problem was identified as customer damage. The interconnect board was replaced. Power up/power down process, preventative maintenance and all functional test passed.

Event description:
It was reported that the device was found frozen and beeping constantly; "shutdown in progress" was displayed on the screen. The device was unresponsive to the power button or alarm silence button. After removal and replacement of the battery, the device was powered on and passed power on self test, but the problem reoccurred when attempted to power it off. There was no patient involved and no injury reported.